Event description:
Related manufacturer reference number: 2017865-2024-35284. It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) had difficulty releasing from the delivery catheter. After troubleshooting, the physician began to redock the lp to remove from the patient when the lp released from the delivery catheter. The lp was successfully implanted. The lp required a firmware update which was performed. The patient was in stable condition.

Manufacturer narrative:
The reported event of catheter would not go into long tether mode after the device was fixed was not confirmed. As received, a catheter was returned in one piece without a device attached. Visual inspection of the catheter found bond separation located adjacent to the distal cap. X-ray analysis was performed and no anomalies were noted. Functional testing of the catheter was performed and the catheter was able to be put in docking mode and tether mode with no restrictions.